Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, even when the needle was connected, the temperature fluctuated. No problem was detected in the procedure itself because the device moved without any problems when a different needle was connected. There was no patient involvement.